Event description:
It was reported the patient went in for a new pump replacement due to normal battery depletion. During the surgery the catheter was accidentally cut. The catheter was replaced. Additional information has been requested but was not available at the time of the report.

Event description:
The pump was delivering morphine.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n0053255, implanted: (B)(6) 2006, product type accessory; product ID 8 709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).